Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slight increase in shock impedance trend over time with occasional out of range measurements. Technical services was contacted and in-clinic troubleshooting suggestions were provided. No adverse patient effects were reported. This lead remains in service.